Event description:
The sales representative (sr) reported that during the patient's case, the analyzer paced, but could not read either the atrial or ventricular impedances. Tried different pacing cables and a different adaptor, to no avail. The analyzer is being returned for evaluation and the sr requested an explanation of the findings. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.